Event description:
It was reported that during preparation for a drainage catheter insertion procedure, a suture broke. A 10/24 ie temp tip drainage catheter was selected for the procedure. Upon unpacking, it was noted that suture line inside the pigtail was broken. The procedure was competed with another of the same device. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has been returned for evaluation. It was observed that the catheter presents a suture hole torn. The suture was returned and no presents anomalies or damages. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation for a drainage catheter insertion procedure, a suture broke. A 10/24 ie temp tip drainage catheter was selected for the procedure. Upon unpacking, it was noted that suture line inside the pigtail was broken. The procedure was competed with another of the same device. No patient complications were reported and the patient's condition is fine.